Event description:
During the procedure, the physician could not pass an 8/6mm pda device through a 6fr delivery system. Two different devices were used and they had to take the whole system out. Additional information received 5/2005 from the physician indicated that the devices would not advance beyond the hub and appeared damaged on removal. Pt suffered excessive blood loss from repeated exchanges, but did not require transfusion. The pt was treated by therapeutic iron.